Event description:
Customer reportedly experienced hyperglycemic symptoms and was unable to use the aviva meter due to an error message. The customer was taken to the hospital where he received a high result (not provided) and was treated with unknown methods. Requested return of suspect system and replacement was sent.